Event description:
Reaction to latex; rptr was cleaning an isolation room. About 15 mins later, rptr started itching and turned red and flushed and was sent to the emergency room by supervisor. The ER dr referred rptr to health assessments who referred her to an allergist. Diagnosis: latex allergy 4/13/93. On 5/3/93 rptr had another reaction and was sent to the ER.